Event description:
The issue was reported to philips because when the device is powered on, it displays a maintenance error(service error e10). There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because when the device is powered on, it displays a maintenance error (service error e10). There was no report of patient involvement.